Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient was having shooting pain in their leg at night. The patient stated it felt like an electric shock. The patient stated they felt like they had to drag their leg. The patient stated the pain went away if they turned stimulation off but last night they had it off and it happened 18 times. The patient stated that last night was the only time if happened with the stimulation turned off. The patient confirmed the pain and shocking are happening in the leg on the same side as the implant. The patient stated they have tried changing programs but that did not help. It was recommended that the patient follow up with their healthcare professional (hcp) to have the device checked and possibly reprogrammed. The patient mentioned wanting to have the device removed and it was reviewed they could discuss that with the hcp as well. Additional information reported that the device was either turned off or restarted but they were not sure. The patient was seen in the office but they wanted the patient to speak with a manufacturer representative (rep). No further complications were reported/expected.